Manufacturer narrative:
Inogen received the unit for investigation on 06/02/2025, with a report of oxygen error. There was no asscesories received with the unit. No confirmation found for the return reason of oxygen error.

Event description:
On (B)(6) 2025 patient's husband called inogen to report that the patient's device (g3hf), had given the patient an error message and was not delivering oxygen to the patient. Per the husband's the patient had to be hospitalized. Patient's husband, mentioned that his wife typically uses the device at setting four while walking and three when at rest.the doctor adjusted the oxygen settings during her hospital visit, which improved her oxygen levels.the patient "received" oxygen and is currently back home recovering.